Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history showed multiple "replace battery" alarms. The battery was not returned with the pump for investigation. Visual inspection revealed that battery compartment and cap are intact with no evidence of physical damage. The pump powers on appropriately and was exercised for three hours with no evidence of overheating. High current draw were noted during testing; failed electrical components were found to be the cause of high current draws. The complaint regarding overheating could not be confirmed or duplicated.

Event description:
It was reported the pump battery and battery compartment were warm to the touch. The pump was not exposed to moisture, the battery cap was secure and there was no damage to the pump. There was no adverse event associated with this issue.